Manufacturer narrative:
Device evaluated by manufacturer: the unit returned has wire bent. A visual inspection was performed and the spring tip is damage (stretched and bent) , also residues were noted between the protection guidewire and sheath slit. Additionally the device is kinked. Dimension inspection was performed and outer dimension was found within specification. Functional inspection was performed and sheathing and unsheathing test was performed and the filter bag was unsuccessfully deployed due to the kink and residues noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the filter could not be fully sheathed into the retrieval sheath. A 190cm filterwire ez was selected for use in the left carotid artery. The filter was used with no issues; however, the filter could not be pulled into the retrieval sheath and was therefore removed as a whole. There were no patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the filter could not be fully sheathed into the retrieval sheath. A 190cm filterwire ez was selected for use in the left carotid artery. The filter was used with no issues; however, the filter could not be pulled into the retrieval sheath and was therefore removed as a whole. There were no patient complications.